Event description:
It was reported that the user experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, which was traced to entry of an incorrect sensor pairing code; after entering the correct code, pairing proceeded with the sensor. No adverse clinical symptoms reported. Outcomes included restoration of intended device functionality following troubleshooting and user education. User support included customer interview and guided troubleshooting. Investigation of this case revealed user error in data entry during the pairing process, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect pairing code entry.

Manufacturer narrative:
Initial.